Event description:
It was reported that patient, with a known short to shield was listed for transplant as a status ii, was having pump stops with a controller fault. A system controller exchange was performed. The pump was restarted with no new controller fault. The pump reportedly was still stopping occasionally. The patient at the time was on low dose of epinephrine. The patient remained on ungrounded cable. Log files were unable to be sent on the system controller that had controller fault. Two unshielded patient cables were requested. The patient had a pump exchange on (B)(6) 2024. They remained intubated, on dual inotropic support, with status 7 on heart transplant waitlist.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (serial number:(B)(6)) was returned for evaluation following the reported event of the patient having abnormal pump stops, and ultimately undergoing a pump exchange. A log file was downloaded from the returned controller upon arrival and reviewed. The log file contained data spanning from (B)(6) 2024 to (B)(6) 2024. Abnormal fluctuations in pump speed and alarms were observed on (B)(6) 2024 and (B)(6) 2024; these events were determined to be related to damages found within the returned driveline, which have been described by the investigation of the pump. The system controller appeared to operate as intended throughout the data. Incidental finding revealed a damaged pin in system controller power cable. The returned controller was functionally tested alongside known working test equipment and was found to perform as intended. The root cause of the reported event could not be correlated to an issue with this controller. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.